Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies. The s-curve hump height was measured within specifications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed that the lv lead was dislodged. The lv was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.